Manufacturer narrative:
Additional information sections b.3, d.6b, & h.6. The recipient reportedly underwent repositioning surgery on (B)(6) 2026, however, only patrial insertion of the electrode was possible. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's reimplantation surgery was attempted, however, was unsuccessful due to resistance and some blockage. Revision surgery is scheduled.